Event description:
History of present illness: pt is well known to md from previous outpatient workup and treatment. Pt has a long history of atherosclerotic heart disease and ischemic cardiomyopathy. There is a history of compensated congestive heart failure with very poor left ventricular systolic function. Pt has had previous prominent pacemakers and defibrillators implanted. Recently pt's defibrillator reached its elective replacement time and pt was sent back to electrophysiologist for elective replacement of the ICD. Md discussed pt's problems with electrophysiologist personally and recommended that pt receive a medtronic insynch ICD. Pt underwent replacement of previous ICD for reasons unk to md and to the pt. Pt did not receive the insynch ICD, although a new ICD was placed via the left subclavian venous approach. The new generator is located in the left pectoral area. The previous generator had been located in the abdomen. Pt reports that they have not been feeling well since the ICD replacement last week. Pt has been extremely weak and pre syncopal. Because of worsening symptomatology. Pt came to the ER early this morning and was found to be in a paced ventricular rhythm with a rate of 39 per min. Pt's blood pressure was 124/73 mm of mercury supine. Pt was transferred to ICU and a temporary transvenous ventricular pacemaker was placed by md establishing a ventricular rate of 60 per min. Review of systems: noncontributory. Physical examination: general: this pt is a well developed, well nourished pt who appeared extremely pale and weak at the time of initial examination. Vital signs: blood pressure 110/70 mm of mercury. Initial pulse rate 39 per min and regular. Respiratory rate 24 per min and regular. Temperature afebrile. Heent: head and neck: normocephalic without evidence of trauma. Pupils equal, round, reactive to light. Sclerae and conjunctivae are clear. Neck: neck veins are distended with the pt in the supine position. The carotid pulses are 2+/4+ bilaterally with normal upstroke and no bruits. The thyroid is not palpable. Chest: breath sounds are fascicular but reduced bilaterally without adventitious sounds. Cardiovascular: heart, the apical impulse is diffuse. There is no left parasternal lift or thrill. The first and second heart sounds are distant. There is no gallop, rub or click. There is a grade 1-2/6 apical pansystolic murmur. There is no diastolic murmur. Abdomen: there is evidence of recent surgical removal of the old ICD from the left side of the abdomen. The abdomen is soft and nontender. The liver edge is palpated approx 6 cm below the right costal margin with an estimated span of 11 to 12 cm. Extremities: without clubbing or cyanosis. There is 1+ bipedal edema. The radial, brachial and femoral pulses are 2+/4+ bilaterally. The dorsalis pedis and posterior tibial pulses are not palpated bilaterally. There is no calf tenderness and homan's sign is absent bilaterally. Neurological: within normal limits without any focal neurological deficit. Admitting diagnoses: 1. Extreme weakness and pre syncope, apparently related to an inappropriately low pacemaker rate. 2. Atherosclerotic heart disease and ischemic cardiomyopathy. 3. Status post recent pacemaker/ICD replacement. Plan: md will transfer the pt back to electrophysiologist for re-evaluation of the new pacemaker/ICD system. At the very least, md believes that pt needs a higher pacing rate. 6 pm: pt demonstrated evidence of dropping cardiac output (cyanosis, mottling of skin, dyspnea, anxiety). Associated recurrent pacer/ICD loss of capture. Tried to re-interrogate and re-program the device; however, the medtronic programmers available do not possess the software for this device. Started an isoprel drip while making preparations to re-insert the temp pacer. However, pt lost a palpable pulse and rhythm became agonal. CPR was done without success and he was pronounced dead at 18:00.